Event description:
It was reported that the pump was alarming with the log entry of "stopped pump may exceed tube set." At the time of report, the pump had been stopped for about 834 hours. The physician had stopped the pump because the patient had pruritus and the rash had remained though the pump was stopped. It was also noted that the patient was very stiff. The pump was to be restarted that day, at the patient's previous dose. There was still medication in the pump, as it had been shut off not too long after the pump was filled. Nine days later, it was reported that the rash had been present since about 34 days prior to report. The pump was restarted on march 1st and no troubleshooting was performed at that time. There was no further patient outcome at the time of report, the patient wouldn't have an appointment for 30 days. The drug used in this system was lioresal.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).